Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results on the subject meter. No specific results were provided, but the user claimed that readings obtained within 20 minutes of each other, varied by more than 100 mg/dl. This complaint is being reported because the results may not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.